Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user paused insulin delivery on the ilet while disconnecting to shower and later experienced hyperglycemia, with a highest blood glucose of 315 mg/dl and the device alerting for high glucose; the user subsequently resumed delivery and attempted to reconnect. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education provided by support regarding pausing and resuming insulin delivery. Investigation of this case revealed no device malfunction reported and that hyperglycemia occurred after user-initiated pausing of insulin, with cause considered unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.